Event description:
It was reported that during a thoracotomy procedure, the device was fired on thick tissue using a gold cartridge and several open staples were noticed. An ets45 was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. A green cartridge was desired for firing of device but was not available so the surgeon decided to use gold. The sales rep explained to the surgeon the differences between the two. The surgeon has been using ees products for years and the account is a recent conversion.